Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient's wife reported the sensor wire was missing when it was removed..based on visual inspection, testing concluded that the sensor wire with (B)(4) is missing from the sensor pod and seal carrier. The problem is confirmed because the sensor wire with (B)(4) was missing from the sensor pod and seal carrier. The root cause could not be determined.